Event description:
Customer reported receiving a motor error alarm and a no delivery alarm on the insulin pump. Customer also reported that the insulin pump's case was cracked. Customer was unaware of how the physical damage occurred and stated that the insulin pump had not been bumped or dropped. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump functioned properly during functional tests. No unexpected alarms were noted during testing. The motor was tested outside the device and passed motor test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.